Event description:
It was reported that an ilet user with a freestyle libre 3 plus sensor experienced prolonged pairing, with the ilet indicating pairing for approximately 25 minutes before the issue was resolved through troubleshooting that included a toggle procedure and sensor rescan, after which the sensor entered warmup; this aligned with an intermittent communication failure associated with wireless components including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability-related communication problem, consistent with intermittent communication failure involving the electrical and magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.